Event description:
It was reported that an atrial unipolar lead impedance warning was triggered, along with an atrial polarity switch, and dislodgement was noted. The atrial lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).